Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient reported that talent stents failed and another manufacturer's stent graft was used to repair. No additional clinical sequelae were reported and the patient is fine.